Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited unspecified helix rotation issues. The lead was explanted and replaced during device exchange procedure. The patient was stable in condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Analysis found that a complete lead was returned in one piece measuring 51.9 cm with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.